Manufacturer narrative:
H10: the issue occurred during pre-use set-up. There was no report of harm. The biomedical engineer (bme) evaluated the device and confirmed the reported problem. The diagnostic code 1127 (ovp circuit failed) was verified in the device log, indicating the 12/3.3-volt ovp circuit did not detect a 3.3-volt over-voltage condition properly. The bme referenced the v60 service manual to determine replacement of the motor control (mc) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed, reporting an overvoltage protection circuit failure (ovp) message occurred on the v60 ventilator. It is not known whether the device was in clinical use. There was no report of harm.